Manufacturer narrative:
One used decontaminated device sample was received for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. An inflation test was performed in which it was found that it was not possible to inflate cuff as it leaked. The complaint was confirmed. The most probable but unconfirmed root cause was due to contact with a sharp edge. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions were taken.

Event description:
It was reported that air leaks in the cuff. The event occurred in oct-2023. This occurred during patient use. No patient harm/adverse event has been reported.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: lot number, expiration date and h4: manufacture date are unknown; no information has been provided to date. E2 - incorrect due to system limitations. E2 correct response: n - initial reporter is company sales representative. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.